Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued peritoneal dialysis (pd) therapy after experiencing a serious infection and being hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient was hospitalized (date unknown) for a bacterial peritonitis while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife was not able to provide the cause of the peritonitis. However, it was stated the event was not related to any issues with fresenius products. The patient was switched to hemodialysis (date unknown) without any further reported adverse effects.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, it is well documented that all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there is no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed. A definitive conclusion regarding the reported incident could not be reached.

Event description:
It was reported to fresenius via a customer experience survey response that this patient discontinued peritoneal dialysis (pd) therapy after experiencing a serious infection and being hospitalized. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with the patient¿s wife. It was reported the patient was hospitalized (date unknown) for a bacterial peritonitis while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the event. The patient¿s wife was not able to provide the cause of the peritonitis. However, it was stated the event was not related to any issues with fresenius products. The patient was switched to hemodialysis (date unknown) without any further reported adverse effects.